Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the third of three reports for this facility. (B)(4).

Event description:
A clinical coordinator reported that multiple knife blades were noted to be dull. Procedure details information is unknown. There was no patient involvement or patient harm associated with the unsatisfactory knives. Additional information is not anticipated for this report.